Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and the patient began treatment for the peritonitis with an unspecified drug (dose, frequency and route was not reported). Pd therapy continued during hospitalization. At the time of this report, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.